Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During the electrophysiological procedure, the intellatip mifi open-irrigated catheter was selected for use. It was reported that inaccurate temperature sensing occurred. No error message was displayed. Replacing the catheter resolved the issue. The procedure was completed successfully with no patient complications. Product is expected to be returned.

Event description:
During the electrophysiological procedure, the intellatip mifi open-irrigated catheter was selected for use. It was reported that inaccurate temperature sensing occurred. No error message was displayed. Replacing the catheter resolved the issue. The procedure was completed successfully with no patient complications. Product was returned.

Manufacturer narrative:
Intellatip mifi open-irrigated catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, analysis of product returned revealed that during the continuity test the thermocouple was found electrically open, additionally, the device was destructively analyzed, and it was observed that the thermocouple is electrically open. Laboratory analysis was able to confirm the reported clinical observation of inaccurate temperature sensing.